Event description:
The ge maclab physiologic monitoring failed during acute intervention of st elevation myocardial infarction preventing continuation of the procedure in this room. The following morning a ge service engineer states that the ups failed. The ups system is a failsafe incorporated in this system by ge to specifically prevent equipment failure during procedures. In addition, all the ups had also failed. For this pt door to balloon times was delayed. Fortunately, a second was available to complete the procedure.